Event description:
It was reported that during implant attempt, after several positioning attempts, the helix failed to extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation summary. Corrected evaluation conclusion code. Evaluation summary: (B)(4): helix disengaged from helical channel, with blood noted on conductor and helix, and tip seal observation noted; the helix would not extend due to over-retracted; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after several positioning attempts, the helix failed to extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): helix disengaged from helical channel, with blood noted on conductor and helix; the helix would not extend due to over-retracted; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after several positioning attempts, the helix failed to extend. No patient complications have been reported as a result of this event.